Manufacturer narrative:
This report is submitted on november 18, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. The device was explanted on (B)(6), 2022. It is unknown if there are plans to re-implant the patient with another device.